Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified transmitter issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of an unspecified transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that an unspecified transmitter issue occurred for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and the allegation was confirmed as signal loss greater than an hour for serial number (B)(6) within the investigation window. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of an unspecified transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).